Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(4) 2013 and performed to specification up to (B)(4) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2015 and the last log entry on the (B)(4) 2015. The pad-pak became depleted and a further pad-pak was installed which also became depleted. The returned pad-pak was inserted into the device and the device failed to power on. A test pad-pak was inserted into the device and the device powered on upon insertion and passed a self-test. At this time most of the instructional leds were illuminated. The device could not be powered off using the on/off button. A test shock was carried out and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to membrane failure due to corrosion. Corrosion on the on button resulted in multiple manual power ups of mainly ten minutes duration and would confirm the reported fault. The corrosion led to a short circuit which resulted in overvoltage and damage to the microprocessor. The corrosion would indicate the device had been subject to adverse storage conditions, although this could not be confirmed by any other means.